Manufacturer narrative:
Note, this adverse event is likely related to infection however this has not been confirmed to date. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was given antibiotics and is is scheduled for explant, confirmation of explant occurring has not been received to date. It is unknown whether the surgeon should wait a couple months to reimplant or if he should create a new pocket and replace right away. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the patient was explanted on an unknown date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. Generator was reviewed for sterilization per the DHR and confirmed it was hp sterilized prior to distribution.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to be related to the implant procedure.